Event description:
According to the reporter, during an open pancreatic tail resection procedure, at the time of pancreas suture removal, at the time of firing, the resection was being advanced gradually by short pitch. However, when the firing was stopped after advancing about 1cm, the blade suddenly advanced to the tip and fired automatically, and a handle in a red circle with a line was displayed. It also displayed to press and hold down the green button. The surgeon accordingly pressed and held down the green button; the power turned off and it restarted. Afterwards, the blade returned and the jaws were opened. While checking the operation, it was noted that the monitor was all green. After restarting, the monitor displayed a yellow error. No issue was observed on the staple line. Nonetheless, the surgeon reinforced the resection site with suture just in case. Medtronic's evaluation of the device found that the clamping mechanism was deformed which is indicative of being applied to tissue that is beyond the recommended thickness range.

Manufacturer narrative:
D10 concomitant products: sigphandle - sig power sigphandle handle, serial# (B)(6) sigpshell - sig power sigpshell control shell, lot# unknown sigadaptshort - sig power sigadaptshort lin short adapt, serial# (B)(6) sigrig - sig power sigrig reuse insertion guide, lot# c2016b012e medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload was fully fired and the interlock was engaged, the jaw of the reload was open, the sutures were cut properly, there were deformed anti-friction nylon pads on I-beam and staple pushers on the proximal side were pushed back to the cartridge. It was reported that the instrument did not work. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when being applied to tissue that is beyond the recommended thickness range. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.